Manufacturer narrative:
Concomitant medical products: 4076 lead, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device had an alarm triggered which caused them to check into their physician's office. It was noted that the patient's right ventricular (rv) lead experienced high pace and rv impedance. No intervention was completed. The patient is being monitored closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had unstable thresholds, undefined pacing impedance, and non capture. The lead was capped and replaced.